Event description:
It was reported that the device was replaced due to normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.